Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display remained blank after changing the battery. Blood glucose value was 180 mg/dl. She changed the battery again and the display returned and the insulin pump then alarmed battery out limit. The battery was not out of the device greater than duration allowed. The alarm history did not have multiple battery out limit alarms. During the call, the customer reported that the battery compartment had a chip on the case where the battery cap screws in. She was unable to finish troubleshooting. Blood glucose value was 180 mg/dl. The customer was advised to monitor the device and call back if issue recurs.